Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The patient's blood glucose at the time of incident is unknown. The customer stated that the button error alarm occurred during normal use. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads.